Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The lens was returned in the lens case. Viscoelastic was observed on the lens. One haptic was bent-gusset area. The lens was cleaned with klrp. The optic had a large scrape on the posterior surface which may indicate a plunger underride occurred. A qualified cartridge was indicated with an unspecified handpiece. A non-qualified viscoelastic was indicated. Product history records were reviewed and documentation indicated the product met release criteria. No similar complaint and no non-conformance reported for the product lot/batch/serial under investigation. One haptic was bent and the lens had damage that may indicate a plunger underride occurred. The root cause may be related to a failure to follow the IFU(instructions for use). A non-qualified viscoelastic was indicated with an unspecified handpiece. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, after successful insertion of the lens into cartridge the haptics would ¿redirect¿ during insertion into the eye meaning the surgeon could not safely deliver the lens, it took four attempts to successfully load the lens into cartridge and deliver safely into a sulcus bag. There was no patient harm. Additional information was requested.